Event description:
It was reported that the device presented with an error message stating possible output stage damage. The pt reportedly received a therapy. Technical services discussed that the pt's rv lead was most likely also damaged. As a result, the ICD and ventricular lead were explanted.

Manufacturer narrative:
This report, in its entirety was completed solely by medical, inc., crmd.